Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and a hole in the tube was observed. The reported condition was verified. The cause was determined to be from damage performed by the packaging machines. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2025. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a large hole in the tubing, which resulted in leakage. This occurred while an unspecified intravenous (IV) antibiotic was being hung for patient infusion. The unspecified solution bag was spiked with the tubing clamped, resulting in the leakage onto the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.